Manufacturer narrative:
Zoll has received the autopulse platform for investigation. A follow-up report will be submitted when the investigation has been completed.

Event description:
During shift check, the customer reported that when the on/off button was pressed, the autopulse platform (sn (B)(4) did not power on. There was no physical damage to the button. The autopulse li-ion battery was replaced, but the issue was not resolved. No patient involvement.

Manufacturer narrative:
The reported complaint that "when the on/off button was pressed, the autopulse platform (sn (B)(6) ) did not power on" was not confirmed during the archive review or functional testing. The platform was able to power on during functional testing. During visual inspection, unrelated to the reported complaint, the head restraint wires were not attached. The damaged head restraints do not render the autopulse platform non-functional. The observed physical damage appeared to be the characteristic of user mishandling, however, contribution from wear and tear cannot be ruled out due to the age of the device. During review of previous service records for the platform, the restraint wires were observed to be damaged in 2019 and 2020, but the top cover was not replaced due to customer denial of service repair. The autopulse platform is a reusable device and was manufactured in 2011 and is 11 years old, past the service life of 5 years. The top cover will need to be replaced to remedy the issue. The archive data showed user advisory (ua) 02 (compression tracking error), (ua) 45 (not at "home" position after power-on/restart), and (ua) 07 (discrepancy between load 1 and load 2 too large) error messages, unrelated to the reported complaint. The autopulse platform failed the initial functional testing due to (ua) 45, unrelated to the reported complaint. The root cause was the driveshaft not being at the "home" position. The driveshaft was rotated back to the home position to clear the (ua) 45. The reported complaint of the platform not powering on was not confirmed. Upon further testing, a sticky clutch plate was also observed, unrelated to the reported complaint. The sticky clutch is usually caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the clutch rotor's surface, likely attributed to normal wear and tear. The sticky clutch's impact was not severe enough to make the platform non-functional. The clutch plate will be deburred to remedy the problem. Also unrelated to the reported complaint, the brake gap was observed to be out of specification (too wide) and cracks were found on the encoder cover and the battery box screw receptacles. The brake gap will be adjusted to remedy the issue. The observed physical damage on the encoder cover and battery box screw receptacles appeared to be the characteristic of user mishandling. The damaged parts will be replaced to remedy the issue. The (ua) 02 and (ua) 07 seen in the archive could not be replicated during functional testing. A load cell characterization test was performed, and the platform passed without any fault or error. Per the battery hangtag - advisory codes description and action, user advisory 2 is an indication that the autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. Per the autopulse maintenance guide and autopulse user advisory list, user advisory 07 occurs when the load sensing system has detected a weight/load imbalance between the two load cells. The device does not need to be performing compressions for this to occur; it may happen at any time when the device is powered on. User advisory 07 is an indication that the patient/manikin is out of position or the patient/manikin is not properly centered. The recommended actions to take for this type of user advisory are: ensure the patient/manikin is properly aligned (armpits on the yellow line), deploy the shoulder restraint to reduce patient/manikin movement, press restart to clear the ua. Zoll is awaiting customer approval for service repair.